Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received -1 box. Analysis and results - there are no previous complaints of this code batch which we manufactured and distributed. There are no units in stock in b. Braun surgical's warehouse. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. The mix-up was produced in the packaging area. Both products were packed one after the other. We assume that clean line in the manufacturing process was not performed correctly. Final conclusion - we conclude that the complaint is confirmed by evidence of the sample received. No CAPA is required. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that a customer ordered a specific box of suture packs but received the incorrect sutures. The issue was found prior to patient use. Once the order was received, it was noted that the labeling on the box was correct and included the reference and batch number. However, the contents of the box did not contain the requested sutures.